Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited a decrease in r wave amplitude and noise, resulting in oversensing and an inappropriate shock. It was noted that a similar episode had occurred approximately a year prior. Reprogramming is being considered. Technical services (ts) discussed troubleshooting options including an x ray and isometrics testing. The electrode remains in service. No adverse patient effects were reported.